Event description:
Caller reported a cgm error, identified as error 42, relating to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.